Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: dissection. The following event was noted through a periodic article review. It was reported that one month post aortic endovascular repair using the preclose technique to close an arteriotomy with a proglide device, with an unspecified sheath size ranging from 12/24fr, the pt presented with a focal dissection of the left common femoral artery detected on CT angiography. The pt denied any claudication and had normal femoral pulses on the exam and the dissection was not treated. At the 16 month f/u, the lesion was present and remained stable without evidence of progression and the pt remained asymptomatic. The author commented that the event was not related to the closure device. Though requested, no add'l info was provided.

Manufacturer narrative:
The report involves a case noted in an article. The device was not available for analysis. The lot number was not identified, therefore, a device history record review could not be performed. Because the device was not returned, no root cause can be determined. Per the device instructions for use, "the perclose proglide 6f suture mediated closure system is designed for use in 5f to 8f access sites." Attachment: w. Anthony lee, md et al; "midterm outcomes of femoral arteries after percutaneous endovascular aortic repair using the preclose technique." Journal of vascular surgery 2008; 47:919-23. See scanned pages